Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) guided the customer through removing the endoscope and pressing the universal surgical manipulator (usm) clutch button to clear the guided tool change mode in order to resolve the reported issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated of endoscope. It can be resolved by pressing the clutch button and resetting the guided tool change.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope plus involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report the endoscope displayed an inverted image. They had removed and reseated the endoscope multiple times. The customer then removed the endoscope and pressed a universal surgical manipulator (usm) clutch button to clear out the guided tool change (gtc). This allowed the endoscope to be installed again normally without the gtc. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained that if the endoscope was in a vertical position, both angle up and angle down were really down. The customer and the system may have been confused. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the 30-degree endoscope was installed at the time of the event and the endoscope¿s adapter was still engaged with no damage. The endoscope manually rotated 180 degrees prior to the event.